Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 8709sc catheter (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the device battery longevity was questioned. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.